Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2023, a new home monitor was installed and 3 progression lights as well as a red pit button were observed, so the device could not be used. Note that the previous home monitor installed for this patient was also defective, as a red pit button was also displayed but no progression light.